Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, a system error indicated "fluid detected in catheter." While maneuvering the catheter, it slipped out of the left atrium during an attempt to locate the right inferior pulmonary vein, necessitating relocation of the fossa with a dilator and sheath and removal of the cryo balloon. Upon reinsertion of the balloon, the system error occurred. The catheter and coaxial umbilical were replaced according to troubleshooting guidelines. The procedure was completed without further issues, and no patient symptoms, complications, injuries, or adverse effects were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number: 24580 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated that the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #12218 (indicating that the safety system detected a compromised outer vacuum.). During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.5 inches proximal to the catheter tip. In conclusion, system notices were confirmed during analysis and testing. The balloon catheter failed return inspection due to a kink/twist on the guide wire lumen, a pin size hole on the surface of the inner balloon and a breach on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.